Event description:
It was reported that there was a malfunction during a case resulting in over delivery of pressure. There was no patient injury.

Manufacturer narrative:
A GE HealthCare Service Representative performed a checkout of the system but did not confirm the reported issue.Block A: No patient information to date after calls to end user 06/29/26 and 07/10/26.Legal Manufacturer:HCS Madison - 3030 Ohmeda Dr, USA Madison, WI 53718